Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was unable to be interrogated. Patient was asymptomatic. The radio frequency antenna was unplugged and the device was able to be interrogated. A cyber security upgrade was performed and radio frequency telemetry began working again. Patient was stable.